Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and could not replicate the reported issue. Upon functional testing was performed and identified the system was not producing x-ray when activating the footswitch pedal. The fse found actual cause of the issue was the doctor disconnected the footswitch cable. Upon inspection, fse changed the support of connection and issue got resolved and confirmed with customer that the device was working as expected. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system is not producing x-ray when activating the footswitch pedal. The device was in use at the time of the reported event. No patient or user harm reported. Philips has started an investigation of the complaint.